Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Phone was provided as (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from a coaguchek inrange meter with an unknown serial number. The initial result was 5.5 inr. The initial reporter stated there was squeezing of the finger as the patient does not easily bleed due to his age. Minutes later, the retest result was 2.8 inr. The therapeutic range was 2 to 3 inr.

Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.6 inr; donor 2 inr: 2.5 inr; donor 1 hct: 44%; donor 2 hct: 45%; testing results: donor #1: retention meter and master lot strips: 2.7inr, retention meter and customer strips: 2.6 inr. Donor #2: retention meter and master lot strips: 2.6 inr, retention meter and customer strips: 2.5 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.